Event description:
Additional information was received wherein the scs system was explanted and replaced. Effective therapy was restored and pain resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to low impedances and unable to set their ipg to MRI mode. In turn, surgical intervention may take place to address the issue.